Event description:
It was reported that the ilet display presented abnormal coloration that rendered the screen unreadable and prevented operation, and the user requested a replacement. Symptoms included no reported clinical effects. Outcomes included no reported impact on health, no alerts, and no hospitalization. Investigation included basic troubleshooting and user education, with device replacement initiated. Investigation of this case revealed a suspected display visibility malfunction consistent with a screen or visual indicator problem, with no evidence of alarm function issues. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display with unknown underlying mechanism.